Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir was not locked in place and it came loosed in pocket, retainer ring was fine. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer stated that blood glucose trending up high and staying high and did not get them to come down and using the bolus in the insulin pump. Customer blood glucose was 152 mg/dl at the time of incident and treated with syringe. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did used auto mode featured at the time of event. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.